Event description:
It was reported the right ventricular (rv) lead had an apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the distal low voltage conductor was fractured from flex. It was noted that the helix was distorted from being pulled/stretched overstressed and bent, the overlay tubing insulation had cosmetic environmental stress cracking, the distal end low voltage electrode was covered with blood and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, (B)(6) 2007. (B)(4).